Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and physician was wondering about the impedances. Boston scientific technical services (ts) discussed that no data was found in the monitoring system. This lead remains in service. No adverse patient effects were reported. Further information was received that this lead exhibited high out of range shock impedance measurements. Ts confirmed this has been a gradual rise. The patient was in a hospital setting for labor and delivery and a possible c section. Ts recommended further evaluation of this lead. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and physician was wondering about the impedances. Boston scientific technical services (ts) discussed that no data was found in the monitoring system. This lead remains in service. No adverse patient effects were reported. Further information was received that this lead exhibited high out of range shock impedance measurements. Ts confirmed this has been a gradual rise. The patient was in a hospital setting for labor and delivery and a possible c section. Ts recommended further evaluation of this lead. No adverse patient effects were reported. This lead remains in service. Additional information was received that this patient was evaluated in the emergency room due to a syncopal episode. The physician opted to extract this system and implant a new one due to the ongoing high out of range shock impedance measurements. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.